Event description:
Caller reported a potential false negative urine hcg result. Caller is conducting a study and are screening participants with hcg tests. One patient had a negative result and tested the next day at home getting a positive urine hcg result.

Manufacturer narrative:
Investigation pending.